Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were told to try a new program each week. The patient tried a new program and was able to sleep for three nights, but then symptoms returned and the patient was needing to get up every two hours to go to the bathroom. Event date: (B)(6) 2015. The patient noted they were having a procedure done to remove excess fat from her abdomen. The patient stated it will be local anesthesia and the patient has already been provided antibiotics for procedure. The patient wanted to know what guidelines she should follow. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.